Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a morning check of their device it stopped charging (in order to shock) and the screen went blank. The crew advised that the power light remained illuminated when this occurred. This behavior is indicative of a potential device lockup condition. There was no patient use associated with the reported event.